Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the circumflex artery. The dragonfly imaging catheter was used with the whisper guidewire, and advanced into the guiding catheter with an additional guide wire. After being successfully used for imaging, during removal of the dragonfly, the catheter became entangled with the guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.